Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty charge-coupler device. Additional findings were as follows: a cut on the cable, and a smashed connector tip. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the hd camera head had a blurry image. There was no patient involvement when the tech plugged in the camera, and it did not work. The device was replaced with another similar one for the intended procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon was not reproduced. Blurry image occurred due to faulty charge-coupled device (ccd). Thus, it was determined that the image became blurry and did not display temporarily due to faulty ccd. The cause of the faulty ccd could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.